Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer experienced resistance while removing the intra-aortic balloon (iab) from the t-handle. Once the iab is removed from the t-handle, the customer then met resistance when inserting it into the sheath. It was determined that the iab membrane was unfurled and could not be inserted. A new iab was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The syringe and one-way valve were also returned attached. Two catheter tubing kinks were observed near the y-fitting at approximately 72.9cm & 73.7cm from the iab tip. Additionally, an inner lumen kink was also observed within the membrane at approximately 22.6cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned unfolded condition of the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025" laboratory guidewire was inserted through the inner lumen. Obstruction was felt at the kink location. The evaluation found kinks on the catheter tubing and inner lumen which could cause difficult iab insertion. However, we are unable to determine when these kinks may have occurred. We were unable to duplicate the clinical settings. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).